Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the ventricular lead revision procedure, the pulse generator went into back up vvi mode after suspected electrocautery interaction. After a device software download, normal function resumed.